Event description:
In early 2009, the patient reported that the "week after christmas" she experienced elevated blood glucose readings during the night. She said she would have a reading of 100 mg/dl when she went to bed and would wake up with a reading of 400 mg/dl. She corrected her reading by bolusing 9 units of insulin. Troubleshooting did not find any product issues. The patient stated her doctor made some revisions to her basal rates in september. Site rotation was discussed with the patient and she was advised to discuss other sites with her doctor. A request for additional training was sent. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.